Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on this non-boston scientific right ventricular (rv) lead. It was suspected to be caused by a spring contact issue. Troubleshooting options were discussed and recommended. At his time, the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).